Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were three instances where battery longevity dropped drastically in between interrogations. Session records were requested for review. Attempts were made to send the most recent session record but were corrupted and could not be analyzed. It was also stated that the past longevity estimates were inaccurate due to the programmer's inability to determine the precise battery voltage.